Event description:
Olympus was informed that during maintenance/repair, the electrosurgical generator esg-400 was found to display error message e433. Since this phenomenon occurred outside a procedure, there was no adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus (B)(4) (osh) in china (returned to osh on 2022-10-25). The evaluation confirmed the occurrence of error message e433 which is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective high voltage power supply (hvps) board. Thus, this event/incident was attributed to component failure. In addition, the evaluation revealed that there was a problem with the monopolar output. It is assumed that the monopolar hand switch functionality did not work properly. Usually, different electronic components on the motherboard are destroyed by electrical overload. Depending on the mode that is set, the thermal energy that is generated can cause burns at the affected components and the adjoining board surfaces. This can result in the complete or partial failure of the hand switch functionality at the monopolar outputs. The electrical overload is caused by the generation of a fault current. In this case, high voltage passes through the activation electronics of the hand switch. According to current knowledge, this fault current is in most cases enabled by the external wiring of the affected monopolar output, and therefore by the user. However, in the case at hand, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.